Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient experienced elevated blood glucose levels. No adverse event reported. The customer was unable to determine which lot number of infusion sets were in use at the time. The incident could have occurred with lot number (1170251) or (1140010). The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.